Event description:
In 2009, the patient reported she has had "really high" blood glucose readings. She stated she switched to her backup insulin infusion device due to her readings. No other information was given and the patient ended the call. Repeated attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.